Manufacturer narrative:
(B)(4). In a follow up with the reporter, he confirmed that the patient was male and was fine and that he was already in the hospital for other unrelated health issues. The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the results of the investigation become available.

Event description:
As reported by the user facility through medwatch: as per medwatch #5042826, "volun (B)(6) 2015: 5fu order was for continuous infusion into 4 days (96 hours) via easy pump 2ml/hr for 192ml total volume. Pt was sent correct 5fu dose but easy pump was 250ml/hr. Infusion went on 1 hr instead of 96 hours, outpt setting. Both easy pump 2ml/hr and 250ml/hr look the same with same yellow color on rate tag. Pt was admitted to the hosp (B)(6) 2015 for observation. Amount: 5fu 4248mg over 96 hours".

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that there was no patient injury; the patient was already hospitalized for other unrelated health issues. The reporter also confirmed that the 2 ml/hr pump was in use on the patient at the time of the reported event. The reporter also stated that the actual sample involved was not available and had been discarded. Without the actual sample, a thorough investigation could not be performed all available information was forwarded to the manufacturer for further evaluation. Their report states that the batch records and in-process cards were reviewed for affected lots and no abnormality was found. Shop packet of affected lots were reviewed to check if there is back-to-back operation during final assembly and packing process. There was no back-to-back operation on affected lots during final assembly and packing process. Without the actual sample, a thorough investigation could not be performed however, it is likely that during application, applicant was using the wrong article due to confusion as the color of flow rate sticker for article (B)(4) are the same (yellow). As a preventative measure, a change control has been initiated to implement unique color for flow rate sticker on filter of elastomeric pump. If additional pertinent information becomes available, a follow up report will be submitted.